Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma -late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿her surgeon told her that her implants were recalled¿ and "definitely have concern about it as there was an issue. Non-tender palpable mass present to lateral edge of right infra-mammary scar at routine annual review post breast augmentation. Ultrasound was ordered to investigate further, with results showing no abnormality and minimal fluid at medial aspect of right breast implant." The device remains implanted.